Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up with an episode of noise reversion and high ventricular rate. It was noted that there was oversensing on the right ventricular (rv) lead due to noise from an unknown origin. The rv lead measurement values were all normal and stable. Therefore, no programming changes or revisions were made at this time. The patient was in stable condition.